Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 554 mg/dl at time of incident and other blood glucose level was 230 mg/dl. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated for high blood glucose with bolus. It was unknown that the customer was using auto mode feature. Customer reported that they contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer declined to test the insulin pump. Customer called to assistance because they want to change the basal pattern on their insulin pump to basal one, because they notice they were on basal two pattern and they want to change it to basal one. The devices will not be returned for analysis.